Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had been out of battery for a while and it was not working. Customer reported that insulin pump had pump error alarm and numbers were not ramping on their own, the scroll bar was not moving with any input. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.